Manufacturer narrative:
(B)(4). Date sent: 9/16/2024.

Event description:
It was reported that during the unk surgery, after a fire, noted a residual staple not formed and fell on the tissue. Checked the staple line and found the staple line complete and well formed. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2023, d4: batch # 125c40. An analysis of the product could not be performed since a physical sample was not received for evaluation. Investigation summary this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows tissue with one staple, however it is not possible determinate if the staple has the proper formed due to staple's position. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 125c40, and no non-conformances were identified.